Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned at a later date.

Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed and resulted in an inappropriate shock. The patient was seen in clinic and the noise was unable to be reproduced. Sensitivity was reprogrammed to mitigate further oversensing. It was later reported that oversensing was again observed resulting in pacing inhibition. The patient was asymptomatic and it was noted the patient was sleeping at the time. Subsequently, the lead was explanted and replaced due to continued noise with oversensing. No additional adverse patient effects were reported.